Manufacturer narrative:
Weight-ethnicity: unk. PMA/510(k): this product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo 13.2 implantable collamer lens of -5.0 diopter was implanted into the patients left eye (os) on (B)(6) 2021. On the same day separate surgery the lens was removed due to excessive vault with elevated iop. A replacement lens was later implanted of shorter length and the problem was resolved. Cause reported as unknown.